Event description:
It was reported that the 9800 system would not boot up properly. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced and the single board computer was repaired during the svc call. The system was tested and found to be working as intended and put back into svc.